Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the power switch assembly failed and the button did not lock in place when pressed. In addition, minor cosmetic damage was noted on the device and excessive thermal paste was noted present. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power switch was broken and returned the device to olympus for repair. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined the power switch mechanism failed and the button would not remain engaged when pressed. This report is submitted due to the power switch mechanism failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power switch assembly could not be identified. Olympus will continue to monitor field performance for this device.